Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus and in the fundus of the stomach during an esophagogastric fundic varices ligation procedure performed on (B)(6) 2021. During the procedure, the physician was about to deploy the second elastic band; however, the band could not be deployed. Reportedly, the device was withdrawn out of the patient and all the bands were unintentionally deployed at the same time. The same issue happened with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. It was noted that there was difficulty experienced upon setting up this ligation device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additionally according to the complainant, the speedband superview super 7 device was used in the fundus of the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.

Event description:
Note: this report pertains to one of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus and in the fundus of the stomach during an esophagogastric fundic varices ligation procedure performed on (B)(6) , 2021. During the procedure, the physician was about to deploy the second elastic band; however, the band could not be deployed. Reportedly, the device was withdrawn out of the patient and all the bands were untentionally deployed at the same time. The same issue happened with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. It was noted that there was difficulty experienced upon setting up this ligation device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additionally according to the complainant, the speedband superview super 7 device was used in the fundus of the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable issue of bands failed to deploy. Medical device problem code a150103 captures the reportable issue of bands prematurely deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. The tripwire was partially rolled in the handle assembly and there was evidence that the trip wire was secured in the handle assembly slot when received. However, it was kinked at the proximal section and the suture was intact. Additionally, there was one band attached on the ligator head and some of the ligator head teeth were bent, indicating that the device experienced a deployment failure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly and no other issues with the device were noted. The trip wire bent/kinked could occur during the device setup securing the trip wire in handle slot and rotating the handle during the use of the device. Additionally the ligator head teeth were bent, indicating that the component was submitted to tension forces during the use of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. Based on the evaluation of the returned device, these failures are likely due to handling and manipulation of the device. Additionally; it is very important to mention that during manufacturing the product is inspected to ensure its proper integrity and there is no control in how the units are handled at the field. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU). It was reported that the device was performed in the fundus of the stomach. Per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use. Block h11: correction: h10 (additional MFR narrative)

Event description:
Note: this report pertains to one of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus and in the fundus of the stomach during an esophagogastric fundic varices ligation procedure performed on (B)(6) 2021. During the procedure, the physician was about to deploy the second elastic band; however, the band could not be deployed. Reportedly, the device was withdrawn out of the patient and all the bands were untentionally deployed at the same time. The same issue happened with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. It was noted that there was difficulty experienced upon setting up this ligation device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additionally according to the complainant, the speedband superview super 7 device was used in the fundus of the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable issue of bands failed to deploy. Medical device problem code a150103 captures the reportable issue of bands prematurely deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. The tripwire was partially rolled and was secured in the handle assemble whe received. Tripe wire was kinked/bent at the proximal section. It was noted that the ligator head had one band attached, indicating that the device failed to deploy. Microscopic examination was performed and it was found that the ligator teeth were bent. Additionally, the suture was intact. The suture hole was in good condition and no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. Based on the evaluation of the returned ligator head, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity which could have contributed with the reported issues. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.